Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx laa closure device was implanted. There was a trivial pericardial effusion in the left ventricle at the start of the procedure. One hour post index procedure, the patient developed a large pericardial effusion in the right side of the heart. Pericardiocentesis was performed to drain the effusion. The patient fully recovered post implant.